Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient lost consciousness and experienced a vasovagal event requiring assistance from emergency medical services on (B)(6) 2026. The patient's blood glucose level was 6.1 mmol/l (110 mg/dl) during the event, and 5.7 mmol/l (103 mg/dl) after the event. The patient was attending a diabetes services clinic for initial pod use and, following pod insertion, reported feeling dizzy and needing something to eat. Juice was provided; however, the patient subsequently lost consciousness for approximately 1-2 minutes. The diabetes education team and an onsite endocrinologist responded to the event, and an ambulance was called. Paramedics later determined that the patient had experienced a vasovagal event. The patient received care from paramedics but reportedly declined transport to the emergency department. Treatment included juice, monitoring, glucose and ketone assessments, and a blood pressure check. The pod was not removed. The patient remained at the diabetes services clinic until stable to leave.